Event description:
It was reported that the patient experienced erosion and a cylinder crossover with the ams inflatable penile prosthesis(ipp) device. It is unknown if the device was removed or replaced. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the device was non function and the cylinder were removed and will be re-implanted in the future.

Event description:
It was reported that the patient experienced erosion and a cylinder crossover with the ams inflatable penile prosthesis(ipp) device. It is unknown if the device was removed or replaced. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the device was non function and the cylinder were removed and will be re-implanted in the future.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.